Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2016, the patient felt a small tingling in her right foot whenever stimulation was turned on. The patient also experienced pain near and around the implantable neurostimulator (ins) site. With instruction, the patient was able to switch to program #3 at 0.4v which resolved the issue; the patient felt comfortable stimulation. Additional information has been requested regarding the cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.